Manufacturer narrative:
Trackwise # (B)(4). As per the account manger the product was shipped to maquet cardiac surgery for investigation. The account manager is unable to provide a tracking number. Shipping and handling department of maquet was contacted. Delivery record of the device cannot be verified due to missing tracking number. The device was not received by the laboratory of maquet wayne facility. Therefore no evaluation could be performed. This complaint record will be reopened and further investigated if the product becomes available. The reported failure mode "fitting problem" could not be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tool was unable to be inserted into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tool was unable to be inserted into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.